Manufacturer narrative:
Patient's identifier was not provided. If the requested information becomes available, a supplementary report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, components could not be separated.